Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37092, serial# unknown, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the recharger would not stay charged and was not working. The caller stated they had to recharge it almost every day. When asked if the green light was on, the patient stated they did not know because it was in the other room and they didn't want to go get it because they were waiting on a call. The patient further stated the connector pin was not really bent or loose. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that the patient received a new recharger, but it was not staying charged and they had to charge it every day. The caller was seeing the ins charging screen on the recharger. When asked if the patient meant that the ins was not staying charged and they were charging every day, the patient said that is what they meant. The caller stated they had only ever been able to charge to 3/4 full and they charged 4-5 hours every day. The caller stated they usually got 6-8 coupling boxes shaded. They stated it was hard to get 8, but they did. The caller was redirected to their healthcare provider to discuss recharging. It was additionally reported that the recharger never turned off and just flickered, but it was reviewed that the battery would flicker if the recharger was plugged in and that it was a normal function. The caller further stated that the desktop charger kept falling out and was loose and the rubber on the recharger had ripped. After receiving replacement rechargers and a desktop charger the patient still had to charge the implant every day. It was reviewed that the patient could lower the stimulation to help pow ER usage and they should follow-up with their healthcare provider. The patient then noted that the patient programmer side buttons were sticking and hard to press and the antenna was damaged, but still worked. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37751, serial# (B)(4), product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37092, serial# unknown, product type: accessory. Product ID 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient lowered the strength of the stimulation from 7.50 to 5.50 to resolve the frequent and incomplete charging of the ins. The issue was somewhat resolved with a new recharging system, but they also need to lower the strength of the stimulation. They stated they now needed their healthcare provider to help. No further complications were reported or anticipated.